Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. No physical damage to the pump was noted. Event history log (ehl) showed motor rate error. Run motor drive and occlusion tests were performed and the reported problem was duplicated; the light shield was not tightened all the way down and was misaligned. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: tightened down light shield; and all functional tests passed.

Event description:
It was reported that the pump had a motor rate failure. No patient injury was reported.